Event description:
The spouse of a home pt (hp) reported a separation of the transfer set from the titanium adapter while using the homechoice device for apd therapy. The hp discontinued treatment at this time. Prior to notifying technical support, the spouse of the hp had washed the transfer set and reattached it to the adapter. In addition, the spouse had clamped off the transfer set and applied a minicap. When technical support was notified, the spouse was advised to leave everything clamped and to contact the health care professional (hcp). Followup with the hcp indicated the transfer set was 6-8 weeks old. The hp received an adapter and transfer set change. The hp was treated prophylactically with kefzol 1 gm and no injury resulted from this incident per the hcp.